Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 ventilator device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed and a "ventilator inoperative" error code was found. The device's software was updated to address the issues. Additionally, there is dust on the blower box, the patient¿s complaint was confirmed, and the device was corrected. Lcd is damaged, front case damaged. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
On previously submitted report, section b5 describe event or problem: "a trilogy 100 ventilator device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed and a "ventilator inoperative" error code was found. The device's software was updated to address the issues. Additionally, there is dust on the blower box, the patient¿s complaint was confirmed, and the device was corrected. Lcd is damaged, front case damaged. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed." Was incorrect. The correct statement will be: a trilogy 100 ventilator device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. Additionally, there is dust on the blower box, the patient¿s complaint was confirmed, and the device was corrected. Software was updated, lcd is damaged, front case damaged. In the previous report, section h6 problem code, evaluation results code, component code and conclusion code were incorrect. It has been updated/corrected in this report.

Manufacturer narrative:
This report is being sent to correct our previous submission. The device was returned and during evaluation, contamination was observed. No malfunction or adverse event was reported from the field. No evidence of foam degradation or particulate matter was identified during evaluation. Based on the available information, this event does not meet the criteria for a reportable incident.